Manufacturer narrative:
H6: omitted code a150206 and added a150204.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition per clinical details of severe calcification in a very tortuous part of the right iliac artery.

Event description:
It was reported that implantation of an impella could not be advanced due to severe calcification and tortuous right iliac artery. The patient's bilateral femoral and iliac arteries were not large enough to accommodate the 14 fr sheath due to the calcification. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.